Event description:
Anspach service and repair reported: during routine service and repair of the device it was discovered that the sagittal saw attachment (532.021) lot 7452 is vibrating, is hot and has a blade flapping. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The reporter did not allege or identify any deficiency; it was observed during functional testing that the unit is vibrating, hot, and blade flapping. Evidence suggests this is due to usage wear over time. Placeholder.